Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the submitted impactors confirmed the fracture of one and the crack of the other along the slot that connects with the universal handle. The flat of the broken impactor exhibits significant gouging indicating the impactor was not properly aligned prior to impaction. The cracked impactor shows some deformation along the flat surface indicating mis-alignment. No evidence was found indicating product error was a contributing factor. The root cause is attributed to misuse through mis-alignment. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
One impactor has broken into two pieces and one has cracked. Instruments returned damaged from hospital.